Event description:
It was reported that when using the bd pyxis¿ es server, the station had a blank screen, and users were unable to access medications. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the screen was blank, and the user was unable to retrieve medication. A technical support specialist (tss) received a customer request to close the case, as the issue was identified to be related to a pyxis access issue rather than a hardware failure. The case was closed per the customer's request. The system functioned as intended after technical support specialist investigated the issue.